Event description:
Plastic tip at end of tano diamond dusted membrane scraper broke off in the patient's right eye. Dr. Was able to retrieve the end with mini diamond forceps. No problems noted. Patient went home later that day.